Manufacturer narrative:
Device not returned.

Event description:
"I had a reaction that was horrible, worst thing that has happened to me. I received a shot in both knees, and my left knee swelled to the size of a basketball. Both knees stiffened to the point where I could barely walk. I also had a metallic taste in my mouth for 3 weeks. Still couldn't walk until I went to a physical therapist. I am a nurse (orthopedics) and I have seen your product before. Never heard of this kind of reaction. I had to go to the ER for treatment the pain was so bad. The pain stopped me in my tracks."